Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to confirmed the customer reported complaint. Failure analysis found the primary finding of failed intuitive motion to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The instruments motion was imprecise. The grips opened and closed properly. The instrument was not fully functional and did not follow the mtm commands smoothly. The instrument delivered energy on several attempts. Visual inspection found no damage to the instrument. The root cause of instrument failed intuitive motion is not determinable. The complaint regarding instrument was not responding properly to the masters-movements and was not coordinated was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument moved with unintuitive motion/freely with uncontrolled motions. Poor instrument control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia unilateral general surgical procedure, surgeon stated the force bipolar instrument was not responding properly to the masters-movements and was not coordinated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv). The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movement was lesser than intended. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The surgeon kept trying to move the instrument, and then just asked for another instrument. Another instrument was opened to resolve the issue. Drape lot number information was unknown. The drape is not available for return. The instrument was inspected prior to use and no damage or anything out of the ordinary was observed. No media available for review. Unknown which time this issue occurred.